Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report number (B)(4). The sample was visually evaluated with no defect noted. The sample was attached to observe if it would fit into the pump the tubing did not need to be stretched and there was no evidence of interference between the tubing couplers and the pump housing. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was also leak tested per tp-md-2000528 with no leakages observed. Functional testing also included reading the millivolt reading of the air sensor of the pump with the set. The results of the air sensor are min. 823mv max.846mv. Based on the results of the sample evaluation, the product met internal specifications, and no defects were detected that could contribute to air-in-line alarms.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: pump giving ail alarms during chemotherapy. Tubing was reseated several times with, but alarms persisted. Tubing eventually needed to be restrung from pharmacy to complete therapy. No injury reported.